Event description:
It was reported, the 4k camera head was not recognized by the processors. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "camera head no longer recognized by camera generator¿ was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the endoscopic image could not be displayed. A definitive root cause could be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: disconnection in cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the 4k camera head was not recognized by the processors. The issue was found, during preparation. For an unspecified procedure. There were no reports of patient harm.